Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was detached in right pocket at right abdomen. The infusion set was in use for one day. No further information available